Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: (B)(6) from (B)(6) hospital in the united kingdom informed cook on (B)(6) 2019 of an incident involving a retracta detachable embolization coil [rpn: mwcer-35-7-8] from lot number 8302034. Around (B)(6) 2019, during a portal vein embolization procedure, there was difficulty deploying the coil. There was prolonged rotation, but the coil eventually deployed. The catheters used were a merit 5fr reut and cordis c2 4fr. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence, and there have been no adverse effects to the patient due to this occurrence. The physician used the provided pin vice and a high magnification/high dose on deployment. The device was in the required position of the catheter tip. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (8302034) and the related delivery wire subassembly lots revealed no recorded non-conformances relevant to the failure mode. A database search identified no other events associated with the reported device lot. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no non-conformances, and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product¿s instructions for use [IFU], ¿retractatm detachable embolization coils¿ [t_mwcer_rev5], provides the following information to the user related to the reported failure mode: intended use: ¿the retracta detachable embolization coil is intended for arterial and venous embolization in the peripheral vasculature.¿ warnings: ¿the retracta detachable embolization coil is not recommended for use with polyurethane catheters or catheters with sideports. If a catheter with sideports is used, the embolus may lodge in the sideport or pass inadvertently through it. Use of a polyurethane catheter may also result in lodging of the embolus within the catheter.¿ precautions: ¿prior to introduction of the embolization coil, flush the angiographic catheter with saline.¿ product recommendations: ¿the following catheters are recommended for use with retracta detachable embolization coils: hnb(r)4.0-35, hnb(r)5.0-35, hnb(r)5.0-38, scbr-5.0-38, scbr-4.0-38.¿ instructions for use: ¿6. Under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." ¿8. If the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until the coil detachment can be either felt or visualized under fluoroscopy.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event was traced to component failure unrelated to a deficiency in manufacturing/device design. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: approximately (B)(6) 2019. This report is being submitted as a part of a remediation effort regarding difficult deployment of retracta embolization coils. Upon review of this complaint due to an ous regulatory inquiry, it was determined the initial reportability assessment was incorrect. Further investigation is being conducted and a final report will be submitted upon completion of the investigation.

Event description:
It was reported an unknown patient required several retracta detachable embolization coils for a percutaneous portal vein embolization procedure. The junction zone of the delivery wire was correctly positioned and the torque deployment device was utilized for each coil. All of the coils eventually deployed, but some required prolonged rotation of the delivery wire. The following provides information regarding all the coils utilized during the procedure and their corresponding reports. It is unclear which and how many coils experienced the difficulty deploying. Reported under manufacturer reference number 256960 mwcer-35-7-14, lot# 8263748, quantity: 1 reported under manufacturer reference number 256985 mwcer-35-7-16, lot# 8045851, quantity: 2 reported under manufacturer reference number 256986 mwcer-35-7-8, lot# 8302034, quantity: 1 reported under manufacturer reference number 256987 mwcer-35-7-8, lot# 7264121, quantity: 1 reported under manufacturer reference number 256990 mwcer-35-14-14, lot# 7829902, quantity 1 as reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.